Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: the caller also repeated the test with inratio meters. The results are as follows: 1.7, 2.2, 1.3.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: as per internal procedure rev. 2 the lab result is not within the confident limit. The test #2, 3, and 4 are within the confident limit. The product will be investigated. The pt also repeated the test with the inratio meters. The results are as follows: 1.7, 2.2, 1.3. Average 1.73, st dev 0.45, %cv 26.01. As per internal procedure if the %cv is greater than 20% the product will be investigated.